Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00177.

Event description:
It as reported there was a revision due to postoperative migration of two avenue l cages. The patient experienced neurological compression two weeks after surgery. The patient was referred to the pain center for follow up after persistent root lesions. There is no further information available at this time. This is report two of two for this event.

Manufacturer narrative:
The devices were discarded after the revision surgery. No images were provided. An evaluation is not able to be performed. The complaint is unrefuted. Root cause was unable to be determined with the available information. It's possible improper installation and/or fixation during the initial surgery or improper post-op patient movement contributed to the event. The lot number is unknown for the DHR was unable to be reviewed. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It as reported there was a revision due to postoperative migration of one avenue l cage and a set of the avenue l plates. The patient experienced neurological compression two weeks after surgery. The patient was referred to the pain center for follow up after persistent root lesions and underwent a revision surgery to remove the migrated cage and plates. This is report two of two for this event.

Manufacturer narrative:
This report was created to relay corrected information based on additional information from the reporter. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It as reported there was a revision due to postoperative migration of one avenue l cage and a set of the avenue l plates. The patient experienced neurological compression two weeks after surgery. The patient was referred to the pain center for follow up after persistent root lesions and underwent a revision surgery to remove the migrated cage and plates. This is report two of two for this event.